Event description:
During a diagnostic laparoscopic procedure, the center part of the sealing cap fell through the scope into the pt's abdominal cavity. The sealing cap center part was retrieved with a grasper forceps. There was no delay in the surgery. There was no pt consequences.

Manufacturer narrative:
Eval summary: 89.01re sealing cap. User facility could not identify the endoscope that was used with the sealing cap. The sealing cap is manufactured from a silicone rubber that is red in color. Visual inspection of the sealing cap showed the circular piece from the top part missing. The 6.7mm circular piece was jagged in appearance around the edge. The insert capacity of this sealing cap is 2mm to 3 mm. Richard wolf sealing cap chart instructions specifies a 5.5 mm or less fitting for this sealing cap. Cause: the other instrument (endoscope) port that was used with the sealing cap was larger in diameter than 2mm-3mm insert capacity.